Event description:
It was reported that the device was jammed. Upon preliminary evaluation 04/13/07, device was found to have the tip broke at the island causing straight shots. Now MDR reportable.

Manufacturer narrative:
The subject product was found to produce straight shots due to a broken tip. It appears that the tip was exposed to some type of excess force causing it to break.